Event description:
It was reported that the patient had low voltage hazards and no external power events beginning around 0915 on 29may2024. The patient stated that they heard no alarms at their doctor's appointment but was also hard of hearing. During appointment, the patient's battery and battery clip contacts were cleaned with alcohol swabs and the patient was given instructions to clean the contacts of other batteries, battery clips, and universal battery charger once returned home. Log files were submitted for review and captured low voltage hazards and no external power events on 29may2024 at 1209am while using the mobile power unit (mpu). It appeared there was a total loss of power to the mpu enabling the backup battery (ebb) in the system controller until power was restored to the mpu. The event lasted around 18 seconds with no interruption to pump support. There were several power cable disconnects noted in the log, but all were associated with power source changes.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
D4: device information was requested but not provided. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 12 days (on (B)(6) 2024 per timestamp), and the pump operated at intended speeds while connected to the driveline. A no external power alarm was observed on (B)(6) 2024 while the mobile power unit (mpu) was in use. The alarm appeared to have been caused by a loss of ac power, as the voltage within both cables steadily decreased. The alarm resolved within the same minute of activation when power was restored to the system, and no other notable events were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and no external power conditions. Low voltage hazard alarms may led to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.